Event description:
It was reported the dermatome did not perform to the customer's expectations as there were issues with the nursing staff loading the blade despite numerous in-services given by integra product specialist. The customer stated that "calibration was, more often than not, out and that the plastic 'surgeons' 'was' also dissatisfied with the adjustment for the thickness of the grafts taken. Add'l info was requested numerous times by integra. Add'l info was rec'd on (B)(4) 2013. There was no adverse event. The dermatome was used on a pt who was anaesthetized and surgery was delayed for 10 minutes. A spare device was available and used. The customer reported they were dissatisfied with the dermatome for a number of years and found its design too difficult to use, such as the removal/insertion of the blade. It was reported that the device was not calibrated by the staff or any other company or division in the hospital. Training was offered to the user to be provided by integra: however no dates have been set up, to date. This included dermatome product training for the facility staff, a workshop with pig skin will be arranged for the surgical team to get used to using the padgett dermatome, an in-service for the nursing staff focusing on loading blade, an in-service for "cssd" to focus on how to sterilize correctly, and further training will be provide to ensure the staff are aware how to check the calibration correctly.

Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.